Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the crack was found at the base on the irrigation funnel.

Manufacturer narrative:
The reported event was confirmed. A hematuria foley catheter was returned. There was a large hole in the trifurcation area. There was also blood stain in the shaft of the device. The root cause was due to an "operator error or machine malfunction" during the catheter build up dipping. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp- edged instruments." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the crack was found at the base on the irrigation funnel.